Manufacturer narrative:
To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent a gynecological surgical procedure on (B)(6) 2005 for posterior colporrhaphy with mesh and mesh was implanted. It was reported that the patient experienced pelvic pain, dyspareunia and bladder infections. It was reported that the patient underwent surgery on(B)(6) 2021 for excision of posterior vaginal wall mesh exposure. No additional information was provided.

Manufacturer narrative:
Date sent to the FDA: 10/16/2022. Additional information: d4, h4. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.